Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial procedure a type iiib endoleak with sac growth was identified during a routine follow up. The physician elected to reline the original implanted devices with an alto abdominal stent graft system. The re-intervention was successful and patient is well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak, aneurysm enlargement, and reintervention is confirmed from the medical records (medical images not received). This is consistent with the reported adverse event/incident. Device, user, or anatomy relatedness of this event could not be determined due to a lack of the medical imaging. The procedure related harms identified were access site complications and cardiovascular complication (multiple atrial fib events) requiring prolonged stay in the ICU. The cardiovascular complication resolved before discharge. The final patient status was reported as stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.